Manufacturer narrative:
The actual device reported is not marketed in USA, but devices with similar characteristics (i.e biolox®-forte head 28/-3.5 's' 12/145) are marketed in USA, and therefore this report was filed. The manufacturer did not receive x-rays, or other source documents for review, neither the device has been received for investigation. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
An user report was received on (B)(6) 2018. A patient was implanted on (B)(6) 2016 (exact date unknown) with a sulox head, m, 32/0, taper 12/14. Without an accident, the patient recognized a popping in the left hip, followed by pain and limited range of motion. X-ray showed the ceramic head has broken. At this time it is unknown, if the patient was revised.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: fractured sulox head. Event description: it was reported that a patient has been implanted with a sulox ceramic head in 1/16 (assumend implantation date 31.01.2016) and experienced on dec 29, 2016 a crack in the hip joint followed by pain and limited range of motion. Radiological a fracture of the ceramic head was detected. There is no information whether a revision surgery took place. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: instruction for use (IFU): the packaging insert has been reviewed. It is explained "the patient must be instructed as to the limits of the implant as well as its lower loadability, the range of motion and the permissible level of activity. Early weight-bearing must be carefully controlled." An implant fracture is listed as a possible adverse event. Root cause determination using dfmea: fracture of head due to insufficient material thickness (wrong design) not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Loss of connection, fracture of ceramic head due to inappropriate design concerning pull-off/torque strength of the head on the stem taper not possible: a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Loss of connection, fracture of ceramic head due to particles between stem and head taper possible: it cannot be excluded based on the available information. It is unknown, whether the information given in the package insert intraoperative has been followed. Fracture of head due to stem taper corrosion (increasing of volume) due to wrong material pairing possible: it remains unknown, which stem has been implanted. However, zimmer biomet's implants fulfill the material compatibiltity specification. Implant damage, compromized implant fixation due to impaction force by assembling head on stem taper possible: it cannot be excluded based on the available information. It is unknown, whether the information given in the packaging insert has been followed. Mal-function of tha (wear, fracture, dislocation etc.) Due to wrong size of head diameter and/or offset possible: as no x-rays or surgical report has been received, it cannot be excluded that a wrong size has been implanted. High wear, head fracture due to wrong raw material selection not possible: a systematic issue with material properties would have been detected as part of the issue evaluation assessment or in the current pms process. Compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device possible: it is unknown whether the patient did follow the instructions given in the packaging insert IFU (general information on indications, contraindications and risk factors). Loss of connection, fracture of ceramic head due to use on a used or damaged stem taper possible: due to the lack of information this cannot be excluded. It is unknown, it is unknown, whether the information given in the package insert has been followed. Patient behaviour leads to premature failure due to inadequate information during patients counseling by surgeon possible: it is unknown, whether the information given in the package insert has been followed. Compromized taper fixation strength, fracture of implant due to high patient acitivity, patient disregards limits of the device possible: it is unknown whether the patient did follow the instructions given in the packaging insert IFU (general information on indications, contraindications and risk factors). Conclusion summary: it was reported that a patient had been implanted with an sulox-head 32mm 12/14 in january 2016. The patient felt on (B)(6).2016 a cracking in the area of the left hip, and a ceramic head fracture has been diagnosed. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received. It is defined in the packaging insert, that the patient must be instructed as to the limits of the implant as well as its lower loadability, the range of motion and the permissible level of activity. It remains unknown whether the patient disregarded the limits of the device. Based on the given information and the results of the investigation, we were not able to identify a specific root cause for the fracture of the ceramic head. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).